Manufacturer narrative:
Additional information h2, h3, h6. Investigation conclusion the customer reported that registered nurse (rn) had administered medications through a nasojejunal tube (flushed appropriately) and restarted feeds. The pup began ringing ¿occluded downstream¿. The feed was paused, and nj tube flushed with no resistance. On inspection of feeding bag/pump, the cassette was noted to be leaking. The bag was replaced with a new feeding set and no further issues were noted. The report refers to product code 762055, joey 500ml pump set, with unknown lot number was investigation. A device history record (DHR) review was not performed as the lot number was not provided. Failure mode trending was reviewed, and no related adverse trends were identified. One (1) used product was returned for evaluation. Visual inspection and functional evaluation performed found no product fault. The product met specification and operated as intended; therefore, the reported product failure was not confirmed. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that registered nurse (rn) had administered medications through a nasojejunal tube (flushed appropriately) and restarted feeds. The pump began ringing ¿occluded downstream¿. The feed was paused, and nj tube flushed with no resistance. On inspection of feeding bag/pump, the cassette was noted to be leaking. The bag was replaced with a new feeding set and no further issues were noted. Additional information was received from the customer and stated that the line was not occluded.